Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 5mm proximal to the distal markerband, there was a partial circumferential tear to the balloon and the guidewire lumen. The tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable.